Event description:
We rotated c arm to a different angulation and the side of the flat detector collided with the patient's face and gave the patient a bloody nose. The pd guard is operating as designed but only senses collisions from the bottom not the side.